Event description:
It was reported that the user experienced a prolonged hypoglycemic event while using the ilet, after an unannounced lunch and subsequent correction doses, which was followed by continued low glucose despite oral carbohydrate treatment and eventual discontinuation of the ilet before presenting to the emergency department; the user¿s lowest reported glucose was 31 mg/dl and the endocrinologist later instructed the user to stop using the device. Symptoms included hypoglycemia with near-syncope and need for assistance. Outcomes included emergency department evaluation and observation without glucose-specific treatment, with stabilization prior to discharge. Investigation included internal case review and request for additional information. Investigation of this case revealed no device alerts were reported and the cause of the event remained unclear given the sequence of unannounced meal, corrections, and subsequent hypoglycemia, with no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.